Event description:
It was reported that a remote monitoring transmission indicated the device experienced a rapid voltage decline from 3.06 volts to 2.62 volts over a period of 4 months. The device reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri (elective replacement indicator) and time of rrt (recommended replacement time) in save to disk on (B)(6) 2011, device eri less than equal to 2.62 volt. Weekly battery voltage log data shows min bat equals 2.65 to 2.62 volts minimum between (B)(6) 2011 and (B)(6) 2011. Patient alert for low battery voltage on (B)(6) 2011. The device was returned and analyzed. Analysis revealed normal depletion that meets 80% of expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri (elective replacement indicator) and time of rrt (recommended replacement time) in save to disk on (B)(6) 2011, device eri less than equal to 2.62 volt. Weekly battery voltage log data shows min bat equals 2.65 to 2.62 volts minimum between (B)(6) 2011. Patient alert for low battery voltage on (B)(6) 2011.